Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 104, 119 and 112 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 89 mg/dl and 95 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 104mg/dl (B)(6) 2017 10:31 am fasting:yes; 119mg/dl (B)(6) 2017 10:28 am fasting:yes; 112mg/dl (B)(6) 2017 07:57 am fasting:yes; 134mg/dl (B)(6) 2017 07:55 am fasting:yes; 120mg/dl (B)(6) 2017 08:31 am fasting:yes. Memory concerns: customer concerned with all results.